Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g4, h2, h3, h6, h10 device was not returned for evaluation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial procedure, the ziptight did not work properly. While the surgeon was pulling the beath pin through the fibula and tibia, the suture attached to the beath pin, ripped before the toggleloc button passed. Once the surgeon finally got the toggleloc button through to the other side and was tightening down the ziploop, the ziploop sutures also ripped so that the loop no longer existed. The surgeon was able to complete the procedure with the same device. Attempts have been made and additional information on the reported event is unavailable at this time.